Event description:
Customer states pump has stopped beeping for two days. No beeps heard during self test and when running easy bolus.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.